Event description:
It was reported that blood was sucked into the smoke filter and was leaking by the smoke filter's port. There was no patent involvement or procedural delays associated with the event.